Event description:
It was reported to boston scientific corporation that an orbera balloon was schedule to be removed on (B)(6) 2026. During the balloon removal, the grasper tore through the balloon. The two grasper hooks also caught on the patient's upper pharynx. The balloon removal was aborted, and the grasper was cut using trauma shears in order to remove the distal part of the graspers. A portion of the grasper hook remained in the patient. The patient was sent to a nearby hospital for further intervention. At the hospital, the balloon was successfully removed. The grasper hooks were successfully removed using ent tools.

Manufacturer narrative:
Block h6 imdrf code f0802is being used to capture the reportable event of emergency hospital transfer. Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code f1001 is being used to capture the reportable event of procedure cancelled/rescheduled - post sedation/sedation unknown.